Event description:
The customer reported their monitor powers off during use. Checked all cabling. Powered device on, but unit switches off again immediately. Customer needs replacement unit with cable to resolve this issue. There was no report of any patient harm as a result of the reported events. The customer did not provide any patient information.

Manufacturer narrative:
The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation is complete.